Manufacturer narrative:
Article citation: stein, m, chung, a, arnaout, a, et al, complication rates of acellular dermal matrix in immediate breast reconstruction with radiation: a single-institutional retrospective comparison study, journal of plastic, reconstructive and aesthetic surgery, 2020;5-15. (B)(4). The events of capsular contracture, infection, seroma and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Journal article reported unknown side "hematomas, seromas requiring operative drainage, major infections, mastectomy flap necrosis, grade iii/IV capsular contracture and wound dehiscence". The device status is unknown.